Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient developed right heart failure (rhf) after lvad implant. The site detailed it was difficult to manage the patient's blood pressure. The site administered inotropes and vasodilators. A centrimag rvad was placed due to the rhf. On (B)(6) 2017, the patient was taken back to the operating room (or). No further information was reported.

Event description:
The patient was taken back to the operating room on (B)(6) 2017 to remove the right ventricular assist device (rvad).

Manufacturer narrative:
Section a2, d4, h4: correction. Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported right heart failure could not conclusively be established through this evaluation. It was reported that during an index procedure, after the left ventricular assist device (lvad) was placed, the patient¿s blood pressure was difficult to manage. The patient was administered inotropes and vasodilators. A right ventricular assist device (rvad) was placed due to the right heart failure. The patient was ultimately taken back to the operating room on (B)(6) 2017 for the rvad explant. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2018 when the patient was routinely transplanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.